Event description:
A complaint was received on behalf of a customer that reported the elite system is not reading right. The complainant stated that a result of 305mg/dl would be displayed and a second result performed within a minute of the first gave a result of 148ml/dl. The difference between these results if acted upon could result in a serious clincial condition. While on the phone a review of the system was conducted. It was learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were conducted and were satisfactory.